Manufacturer narrative:
The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported the involved angio-seal evolution device broke. The following information was provided by the user facility: the dilator broke upon insertion into the arteriotomy locator; the patient is ok; and they completed the procedure with another angio-seal device.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation. One 6f angioseal evolution was returned for evaluation. The arteriotomy locator and hemostasis sheath was returned as well; the carrier tube assembly was unused. The hemostasis sheath and the plastic pouch was returned as well. The locator was kinked at the blood inlet holes. It is likely that the locator was attempted to be inserted in to the sheath hub valve by grasping its white hub instead on holding it by the tip. Insertion by holding at any other position than the tip of locator may result in bending of the tube at the inlet holes. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.